Manufacturer narrative:
(B)(4). The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. In regards to cleanliness the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Located 56.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site that allowed the skive. The entire coil was returned stretched except at the distal tip. No manufacturing defects were found. The complaint of the coil found to be stretched after being withdrawn from the patient is confirmed. The root cause of how and when the coil stretched cannot be determined as all coils are one hundred percent inspected prior to final packaging, however the contributing factor to the coil stretching may have been due to the coil being temporarily anchored. The source and location of how and when the coil was anchored and stretched cannot be determined. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the positioning difficulty inside the aneurysm cannot be confirmed. Without the return of film evidence, the sl-10 microcatheter, and due to the coil being returned completely stretched after the procedure, the root cause of the coils positioning difficulty inside the target site cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported coil stretching was confirmed in analysis; however the root cause of the coil stretching cannot be determined. The complaint of the positioning difficulty inside the aneurysm cannot be confirmed and the root cause cannot be determined. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of one initial report for complaint (B)(4). (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the device history records has been requested.

Event description:
As reported by a health care professional, during a coil embolization procedure of an intracranial aneurysm (size 2.62 mm x 2.28 mm) the micrusphere coil (sph10025020/p10672) coil could not be shaped. The coil was withdrawn from the patient and was found to be stretched but still attached to the delivery system. A new coil was used to complete the procedure. There was no resistance during the advancement of the complaint coil through the microcatheter. An adequate flush was maintained through the microcatheter at all times and the same microcatheter was used throughout the procedure. There were no patient injuries or intraoperative complications. There were no additional interventions required due to the reported event. No additional details or pertinent information available regarding this event. The product is available for analysis.